Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that after a bypass, the impella 5.5 was placed via direct approach. In the intensive care unit, the patient was defibrillated three times. The patient also had gastrointestinal bleed requiring bivalirudin to be paused. The patient was cannulated for right ventricular assist device with protek duo, but impella flows were kept at p-3 so the patient experienced flash pulmonary edema with severe hypotension with lactic climber to 15. Since then, impella flows were increased to p-8. The patient experienced atrial fibrillation with rapid ventricular response. The patient was cardioverted and lidocaine was given before gaining normal sinus rhythm back. It was further reported that the family decided to withdraw care and the patient expired.

Manufacturer narrative:
Investigation summary: the investigation has been completed. No product was returned for investigation. Paroxysmal atrial fibrillation: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Pulmonary edema/ hypotension: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.